Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty using two different cementless tapered stems". Clin orthop rel res 2001;393:1212-1217 current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. Dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by rh rothman, jj purtill, wj hozack and pf sharkey. Manufacture dates - unknown. (B)(4).

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between (B)(6) 1986 and (B)(6) 1987. The article indicated that seven acetabular revisions were performed for unknown reasons where the acetabular cup was removed and replaced. No further information has been provided to date.